Manufacturer narrative:
Additional information: (manufacturer name, first name, last name, email), (phone#). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: intra-operatively in a radical gastrectomy for gastric cancer on the stomach tissue, the device was unable to fire and unable to squeeze the handle. The device was partially fired at the first time, and then the device could not be fired at the second time. The device was locked on the tissue and was removed by force. They changed the device to a new one to complete the case and resolve the issue. The patient had no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: intra-operatively in a radical gastrectomy for gastric cancer on the stomach tissue, the device was unable to fire and unable to squeeze the handle. The device was locked on the tissue and was removed. They changed the device to a new one to complete the case and resolve the issue. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.